Event description:
It was reported that pump insulin gauge displayed amounts different than what customer expected, with multiple fill estimates showing significantly lower values than expected despite correct filling procedures. There was no reported impact to the customer¿s blood glucose level. Customer, under guidance from technical support, disconnected and delivered test boluses, reloaded same cartridge, then filled and loaded new cartridge, but discrepancies persisted, so technical support arranged pump replacement, confirmed shipping details, instructed customer to place pump into storage mode before return, and advised customer to continue using current pump as backup therapy until replacement arrived.